Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. It was reported that a biomedical technician replaced the recirculation pump motor to resolve the issue and return the machine to service. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius granuflo ii dry acid mixer was not transferring in rinse mode. Upon inspection the biomed found a melted pump head. There was no smoke or visible flame, sparks, or arcing. The biomed replaced the pump motor to resolve the issue and return the machine to service. The biomed confirmed that there was no patient involvement.